Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage protocols, material specifications, and material tests were appropriately documented. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the screw is fractured. There is debris in the threads of the screw. Based on the condition of the product material found during visual inspection, additional material testing is not required. It has not been reported whether the broken screw was retrieved from the patient. No clinically relevant supporting documentation was provided for review. If a portion of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the screw was retained it is unknown if the biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The complaint was reviewed and it has not been reported whether the broken screw was retrieved from the patient. No clinically relevant supporting documentation was provided for review. Based on the limited information provided the root cause of the breakage could not be determined. The device is made of biocomposite material that is intended to allow for bone growth. No further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: case-2021-00059343-1.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during procedure, the biorci screw broke when deploying. It is unknown if there was a backup device available. No delay nor further complications were reported.